Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump counted up to 6, stayed there for about 20 seconds, and then moved to 7. However the insulin pump's screen then went black. The customer tried three different batteries. The device was not returned.